Event description:
It was reported the asymptomatic patient presented to the clinic for a follow-up. Upon interrogation, the device exhibited loss of lv capture at high amplitudes. The device was reprogrammed to exclude lv pacing.

Manufacturer narrative:
(B)(4).